Event description:
It was reported that the patient was in the hospital due to chest pains. The patient recently had a generator and lead replacement and her device had not yet been turned on. The manufacturer's device history records were reviewed. Both the lead and the generator passed all final quality inspections prior to release. No further relevant information has been received to date.